Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this failure mode in the past three years. A clinical investigation concluded: the data provided is from an article from the united kingdom, the reported in a clinical observation of "incisional negative pressure wound therapy dressings (inpwtd) in routine primary hip and knee arthroplasties,¿ was presented in a provided translated excel spreadsheet in english. However, the limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. As the product code is unknown, a review of the device labelling could not be carried out. The risk files for pico contain multiple causes for local infection or delayed wound healing. Without further information into the devices used, failure modes occurring or harms involved; a thorough review cannot be carried out. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that in a clinical observation of "incisional negative pressure wound therapy dressings (inpwtd) in routine primary hip and knee arthroplasties", that the pico negative pressure wound therapy (smith & nephew) was applied in 209 patients, 1 of these patient presented wound complication after discharge. Treated with antibiotics for cellulitis . No detail for the other one.